Manufacturer narrative:
The scope was returned to olympus for evaluation. A visual and photographic evaluation was performed on the returned device and found the scope placed in a red biohazard bag inside of a box. A image was taken to capture the bending section damage which consists of the internal elements (ccd, light guide bundle, biopsy channel) which have become both exposed and torn. The bending section is also missing a portion at the distal end, which was not recovered for evaluation. The instruction manual warns users ¿after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can present an infection control risk, cause equipment damage or reduce performance. Do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿

Event description:
Olympus was informed that during an unspecified procedure, the scope possibly became stuck on a metal like object and broke inside the patient upon withdrawal. An x-ray was performed and no device fragments were visualized in the patient. The procedure was completed with the same device. There was no patient injury.